Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer loaded a new cartridge successfully. Additionally, it was reported that the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.